Event description:
The pt experienced lack of efficacy and withdrawal symptoms beginning (B) (6) 2009. The catheter was found to have migrated on (B) (6) 2009 (reference mfg. Report # 6000030200700465). The pump rate was first increased to treat the lack of effect and then later decreased to minimize fluid accumulation in the pump pocket. A reservoir volume discrepancy was discovered at the pump refill visit on (B) (6) 2005 (expected and actual volumes not provided). Following the discrepant refill, there were 6 within-range refills. No pt symptoms or intervention was reported as a result of the discrepancy. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the (B) (6) staff.

Manufacturer narrative:
(B) (4).